Event description:
Report received of a non-delivery of diltiazem with no pump alarm. The pump was programmed at 18:50 in the ml/hour mode to deliver diltiazem at 5ml/hr. The diltiazem, 1mg/1ml, was ordered to decrease the patient's heart rate and blood pressure and was being titrated to effect. The volume infused was cleared at the initiation of therapy at 18:50 and again at approximately 21:00. At 21:30, the infusion rate was at ml/hr and the patient's heart rate and blood pressure were not decreasing as affected. It was noted through troubleshooting, that the device was incrementing as though fluid was being delivered, but there were no drops in the drip chamber and no medication was infusing. At the time the non-delivery was noted, the pump display indicated that 6.6ml had infused. The pump was removed from clinical service and the diltiazem was infused using a different pump with the same tubing and fluid bag. Once the diltiazem was initiated on a different pump and was infusing appropriately, the patient still did not respond to the therapy. The rn reported that when the pump door of the initial device was opened, the IV line was "a little kinked and outside the IV track of the pump at the point just above where the slide clamp inserts in the pump".there were no reported pump alarms during use with this patient. There was no adverse affect to the patient. No medical interventions were required. Though requested, there was no additional information available.